Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified amount of dual luer lock caps could not be opened. There was no way to pull apart the package. There was no space to separate between the paper and plastic of the pull tab. This was observed before use. There was no patient involvement. No additional information is available.